Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.

Event description:
It was reported that the infusion set was leaking, but the patient did not know from where the leak originated. No adverse event was reported. The infusion set was requested to be returned for product evaluation.